Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 68mm abdominal aortic aneurysm. It was reported that during the index procedure, a type ia endoleak was suspected on final angiography. Ballooning was performed again and another angiography confirmed the endoleak was still present. Intervention was performed and an aortic cuff etcf2828c49ej was implanted. Following this, it was said the endoleak decreased but was still remaining at the end of the procedure. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.